Manufacturer narrative:
The tech found worn caster teeth. He replaced the four casters to repair the bed.

Event description:
Info received indicates the brake is working but the caster is not holding.